Event description:
It was reported that the patient presented in clinic for a follow up check. Upon interrogation, the pacemaker exhibited over-sensing and inappropriate mode switch. The atrial sensitivity was raised. The patient was stable.